Event description:
Doctor reports that the locator abutment (iloa004) was broken off at the very end that screws into the implant. Doctor managed to remove the abutment and replaced it.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The complainant indicated that the abutment screw fractured, both parts of the screw were returned to the supplier for evaluation. Three attempts have been made to obtain evaluation results from zest. At this time, the results have not been returned.therefore, no evaluation, inspection is available for this complaint. If the investigation results become available, we will submit a follow-up report for the investigation conclusion.